Event description:
The customer reported that the system locked up and required a reboot to regain functionality. The customer tried to reboot the system but it failed to turn on. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power connectors were reseated and the output power was readjusted. The system was tested and found to be working as intended and returned to service.